Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the atrial-septal defect (asd). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 3. One clip was implanted successfully with reduction in mr severity to grade 1. After removal of the steerable guide catheter (sgc) from the left to the right atrium, an intra-atrial bi-directional shunt (asd) was observed and was closed with an asd device. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4).the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect (asd) requiring intervention as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of atrial perforation appears to be related to procedural conditions and there is no indication of a product quality issue with respect to manufacture, design or labeling.